Manufacturer narrative:
A review of the mfg records has been conducted. The mfg records review verified that the lot met all pre-release specifications.

Event description:
On (B)(6), 2011, the pt underwent treatment for an abdominal aortic aneurysm with gore excluder aaa endoprostheses. After ballooning the distal portion of the trunk with a 32 mm coda balloon, a focal dissection and perforation of the left iliac artery was identified with extravasation of contrast at the distal end of the trunk. There was a 5 mmhg drop in the systolic blood pressure, and no increase in heart rate. A coda balloon was then slowly inflated at the dissection site, and no further extravasation of contrast was seen. The procedure concluded, and the pt left the operating room in stable condition. Approx 1.5 hours later, the pt's systolic blood pressure dropped to 70 mmhg, and she was given 2 or 3 units of blood, although no extravasation of contrast was observed at the dissection site, which was ~6 mm proximal to the external iliac artery. A vascular plug was placed in the left external iliac artery, and the trunk was extended distally with a contralateral leg. The pt has had not further complications, and was discharged in good condition. According to the fsa, the iliac artery dissection/perforation was due to excessive ballooning at the distal end of the trunk.